Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the device was reprogrammed off the electrode. The impedance remains high, not in use with current programming; pt will reach out if oor reoccurs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
As of last thursday (dec 18), the patient (pt) was seeing "settings not available" on their remote. Caller met with pt and pt had high imped on their #11 electrode (caller indicated that 0 thru 10 had imped around 28 ,000 ohms and pairs 11 thru 15 had values >40,000 ohms). Caller was able to program around the high imped. No symptoms were reported.